Event description:
The bardport was implanted and had to be explanted and replaced with another because multiple attempts by surgeon to get it to function failed. Notes from the operative report: "guidewire was inserted in the superior vena cava. Over the guidewire, the sheath was advanced. A pocket was prepared subcutaneously for insertion of the port. Over the wire, the catheter was advanced to the superior vena cava. The sheath was removed. The catheter was attached to the port, flushed with hep-lock saline. After attachment, however, the flushing was not accurate as such. (The port was removed and replaced.)... Under fluoroscopy, guidewire was inserted into the superior vena cava. The catheter was replaced. A new sheath was advanced and a new catheter was advanced. The wire was removed. The sheath was removed. The catheter was attached to the port. Adequate position of the catheter in the right atrium. The catheter flushed easier and was free flow of blood retrograde as such. The catheter was then attached to the port, flushed with hep-lock saline, attached to the pectoralis fascia with interrupted sutures of 3-0 prolene, subcutaneous tissue with 3-0 vicryl, the skin with subcuticular 4-0 dexon. Dressings were applied. The patient tolerated the procedure and transferred to the recovery room in stable condition."